Event description:
The customer wanted to order a high voltage cable for the system. No patients were injured.

Manufacturer narrative:
The ge service rep replaced the high voltage cable and the system operates as intended.